Event description:
Probe is causing dark spot(s) on images.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe has drop outs in the middle of the image. There is not external damage to the probe. The probe has drop outs in the middle of the image due to an internal failure in the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 was visually inspected upon receipt and was found to be in good physical condition. The reported issue is confirmed; the probe has drop outs in the middle of the image. There is not external damage to the probe. The probe has drop outs in the middle of the image due to an internal failure in the probe. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Probe is causing dark spot(s) on images.